Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation. No serious injury medical intervention.